Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one cartridge was returned from the customer for evaluation. This sample was unused and was still in its original sterile packaging. The cartridge was inspected and nothing unusual was noted. The cartridge gate closure worked as expected, no spring protrusion on the backside of the cartridge and the plunger traveled appropriately. The links were in great shape. The cartridge was then placed into a quicklink loader and was able to dispense the links. An attempt was made to link these parts to non-radioactive brachyseeds, which was successful. Additionally, all of the strands passed through the needle adaptor. Therefore, the investigation was unconfirmed for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: d4 (expiry date: 02/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a brachytherapy procedure, the connector allegedly could not be discharged. When the dispense button on the loader was pressed, the dispense button was hard and the connector could not be discharged, and the seeds got stuck in the loader three times. There was no reported patient involvement.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 02/2022.

Event description:
It was reported that during a brachytherapy procedure, the connector allegedly could not be discharged. Reportedly, when the dispense button on the loader was pressed, the dispense button was hard and the connector could not be discharged, and the seeds got stuck in the loader three times. There was no patient involvement.